Event description:
Feedback received as part of kjt group patient survey patient reported continued pain subsidence and loss of motion on both toes postoperatively ((B)(6) 2017 and (B)(6) 2018) resulting in need for conversion to fusion in both.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. On november 10, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.